Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial # (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4), ubd: 08-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a trial patient. The rep reported that the physician had wet tapped the patient when getting access during the trial procedure on (B)(6) 2018. They stated that when the patient came out of surgery, they were having extreme pain down their right leg. The rep indicated that the physician thinks maybe a nerve was aggravated due to difficult lead access. The rep tried to run high-density settings to see if that would help with the patient¿s severe pain. The rep stated that the patient was admitted to the hospital and observed overnight. On (B)(6) 2018,the trial lead was removed, as it seemed to be causing more discomfort than relief. They noted that the patient felt they were getting very strong shocks when the device was barely turned on. The rep stated that the physician thought it may have something to do with the cerebrospinal fluid. They mentioned that the patient is now healing. The lead will not be returned. No further complications were reported or anticipated. Indication for use is unknown.